Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose. Chapter 4 / page 42. Warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes. Chapter 11 / page 119. Avoid lows, highs, and dka. You can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes. Chapter 11 / page 126. Warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The mother reported that she got a call from the patient while she was at work. The patient stated her blood glucose (bg) levels were reading high (>500mg/dl) and she said she felt weird, could not feel her legs, and she was talking like she was drunk. She sounded goofy and gave her phone to her friend who explained the situation of her running high to the mother. She thought she would be able to treat it home, but when she called again the daughter was still not doing well. When the mother left work, she found she could not treat at home so she had the patient's friend take her to the ER (emergency room) and the mother met them there. The patient was in the ER for 12 hours before getting her own room in the hospital and being admitted officially. While hospitalized they treated with IV insulin when she first got there, after that it was all subcutaneous. They gave her fluids through IV, zofran through IV for nausea, and also a dose of antibiotics through IV for a possible infection, but ended up not being an infection. She was diagnosed with borderline dka (diabetic ketoacidosis). Her bg was 735mg/dl during her hospital stay. She was released after two days as they thought she was regulated. They did prescribe antibiotics (keflex 500mg, one capsule per day for 5 days) which the family did not use. The mother stated that the cannula appeared a little bent when the device was removed. The hospital had disposed of the pod that was worn between 4 and 24 hours on the abdomen.